Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-05367. It was reported that due to significant weigh loss the ipg pocket site became uncomfortable. It was also reported that the supra-orbital lead became superficial. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced, and the supra-orbital lead was repositioned to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.